Event description:
The initial reporter called in stating that in operating room (B) (6), the monitor #1 c-clip needs to be installed correctly. The sales representative detected the issue on a site visit. He noticed the flat panel arm had a gap at the suspension/spring arm joint. He took off the top cap where the circlip can be seen and noticed that the circlip was not installed correctly. There were no patients involved and no adverse consequences occurred.

Manufacturer narrative:
There was no patient involved. There is not established expiration date for this device. Company representative identified the issue, the equipment was not in use at that time. The said device was evaluated in the field on 08/07/09. Device manufactured date is unknown at this point. Further attempts will be made to collect this information. Evaluation summary: the root cause of this failure was the incorrect installation of the circlip. It is unknown at this time where the incorrect installation occurred. This product in a ceiling mounted suspension that holds a monitor above the surgical field. The c-clip is used to hold the spring arm in place during use. Improper installation of this component can lead to the spring arm/monitor assembly falling. There are additional components that may prevent the monitor from falling including the brake friction screws and cables routing to the monitor. There no patients involved and no adverse consequences occurred in this instance. This is not a single-use device.